Event description:
It was reported that the patient presented in clinic due to an inappropriate shock received by the implantable cardioverter defibrillator (ICD) as a result of atrial fibrillation (af) with rapid ventricular response (rvr) misinterpreted to be ventricular tachycardia. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.